Event description:
The customer reported to olympus that during an unspecified therapeutic procedure using this electrosurgical handpiece, the jaw broke off in pieces and fell into the patient. The jaw pieces were recovered, as reported. There were no reports of patient or user harm associated with this event. The date of may 31, 2023 reflected on f13 is when olympus became aware of a reportable malfunction. The date of (B)(6) 2023 reflected on f6 is when olympus determined this to be a serious injury upon further review. This importer medwatch is being submitted for the serious injury reported by the customer.